Event description:
It was reported that this patient's amplitudes were smaller than baseline and they had received inappropriate shocks due to t-wave oversensing. The system was reprogrammed to secondary sensing vector. The patient recently received multiple additional inappropriate shocks due to decreased amplitudes. The system was reprogrammed again to alternate sensing vector. No adverse events were reported.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was noted that patient's amplitudes were smaller than normal. Then patient received inappropriate shocks due to t-wave oversensing. System evaluation was discussed. The system was later explanted. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was noted that patient's amplitudes were smaller than normal. Then patient received inappropriate shocks due to t-wave oversensing. System evaluation was discussed. The system was later explanted. There were no additional adverse patient effects.